Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported there was no backup battery. No further information was provided. Customer reported that there was no patient involvement.

Manufacturer narrative:
The manufacturer¿s international service technician replaced the back up battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Replaced parts to address reported , back in service the determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.